Manufacturer narrative:
Cont¿d d.11: 2478-0000; 250ml baxter bag lot y317263 exp mar21; blood bag, a rh negative exp 15 oct 2019. The report of the device infusing slower than expected was neither confirmed nor reproduced. The report of an over infusion was neither confirmed nor reproduced. On the reported event date, at 12:30 pm, the suspect device (sn (B)(6)) was selected and programmed for guardrail IV fluid blood product (drugid= 113) at a rate of 100 ml/hr (vtbi= 210 ml). It is believed that at 2:40 pm, when the rate was changed to 300 ml/hr, the infusion switched to normal saline push as reported. However, the vtbi was 100 ml instead of the reported 50 ml. Between 12:30 pm and 2:40 pm, the calculated vtbi was 257.634 ml. The suspect device (sn (B)(6)) successfully completed the 100 ml infusion and was programmed for two additional infusions of 50 ml before being channeled off and removed from use. Total volume infused between 12:30 pm and 3:27 pm was 447.276 ml. Inspection of the source device identified a 3rd-party-manufactured latch and sear. Functional testing showed that the safety clamp on the lower fitment engaged properly when the door was fully opened. No irregularities were observed. Inspection of the suspect device found no abnormalities of the pumping mechanism. Functional testing performed on the pump module showed the device to be operating within specification. Inspection of the returned administration tubing set showed no abnormalities, and testing of the tubing set found it to be within specification. The root cause of an infusion reportedly completing slower than expected could not be identified. The root cause of an over infusion could not be identified.

Event description:
It was reported that a apheresis platelets irradiated leukocytes reduced infusion was initiated at 1500 to infuse at a rate of 100ml/hour with a vtbi of 210mls. Approximately 1.5 hours later, the rn checked on the patient and found that the volume remaining in the platelet IV bag was more than expected. Instead the platelet IV bag appeared to have close to the same volume in it that was there at initiation of the infusion. The tubing set was assessed to find that there were platelets within the tubing set and all of the clamps were checked to find no issues. The rn increased the infusion rate to 200ml/hour to complete the platelet infusion. At the completion of the platelet infusion, the device reverted to the normal saline flush to deliver 50mls at 300ml/hour for 10 minutes, but instead infused the entire volume of 250mls. Upon review of infusion knowledge portal data, it was confirmed that pump was programmed correctly for platelet infusion and normal saline flush. The customer further stated that there were no adverse effects caused to the adult patient, visitors or staff members.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was an adult patient. Customer stated that the product lot number, manufacture and expiration dates are unknown.

Event description:
It was reported that a platelet infusion was initiated at 1500 to infuse at a rate of 100ml/hour with a vtbi of 210mls. Approximately 1.5 hours later, the rn checked on the patient and found that the volume remaining in the platelet IV bag was more than expected. Instead the platelet IV bag appeared to have close to the same volume in it that was there at initiation of the infusion. The tubing set was assessed to find that there were platelets within the tubing set and all of the clamps were checked to find no issues. The rn increased the infusion rate to 200ml/hour to complete the platelet infusion. At the completion of the platelet infusion, the device reverted to the normal saline flush to deliver 50mls at 300ml/hour for 10 minutes, but instead infused the entire volume of 250mls. Upon review of infusion knowledge portal data, it was confirmed that pump was programmed correctly for platelet infusion and normal saline flush. The customer further stated that there were no adverse effects caused to the adult patient, visitors or staff members.